Manufacturer narrative:
(B)(4). One 15mm ez-io needle stylet was returned. Upon receipt the stylet was visually inspected for any signs of misuse/abuse/damage. No abnormalities were observed. No cannula was returned. Based on the reported event and investigation, the complaint could not be confirmed. It should be noted that a cannula was not returned as part of the sample. Although the root cause could not be definitively determined, it is likely that the user inadvertently discarded the cannula while removing the needle guard. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The stylet would not remove from the hub. On the first io attempt the wrong sized needle was obtained and then a 15mm was placed in the proximal tibia but they were unable to remove the stylet. A 25mm was placed in the opposite leg and the stylet could not be removed.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stylet would not remove from the hub. On the first io attempt the wrong sized needle was obtained and then a 15mm was placed in the proximal tibia but they were unable to remove the stylet. A 25mm was placed in the opposite leg and the stylet could not be removed.